Event description:
It was reported that during a pre-implantation device check, the implantable cardioverter defibrillator (ICD) could not deliver data to a programmer due to a weak signal and therefore a program check could not be performed. The ICD was replaced and the procedure proceeded. The status of the ICD is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.